Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase stimulation as it resulted in loss of therapy. X-rays did not reveal any discrepancies; however, diagnostic testing indicated high impedance contacts. Subsequently, surgical intervention was undertaken on (B)(6) 2016. During the procedure, the lead was tested with a multi-trial stimulator (mts) which indicated high/invalid impedances on all contacts. The lead was re-inserted into the ipg with the same results. As such, the lead was explanted. A new lead was unable to be implanted as reported in reference MFR. Report: 1627487-2016-05062. The implant date of the concomitant ipg, model 3716, is unknown at this time.